Manufacturer narrative:
(B)(4).

Event description:
This ra lead dislodged after the pocket was closed. The physician opened the pocket and tried to reposition the lead but was unable to get it to stick. The patient recently had a valve replacement and the physician didnt think that there were many good spots to get a lead attached. After trying 3 different leads, the physician finally got a good spot and was able to implant a different lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.